Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a migration of the implant housing from its intended position. In addition damage to the active electrode, likely caused by minute device mobility causing fatigue wire breakages was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user was explanted due to a migration of the device so that it was so close to the user's ear that the audio processor magnet would not stick without touching the back of the user's ear.the use was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted due to a migration of the device so that it was so close to the user's ear that the audio processor magnet would not stick without touching the back of the user's ear. The use was re-implanted.